Event description:
The user facility reported that the procedure was a coronary percutaneous coronary intervention (pci) via radial access. At the end of the procedure, the physician applied the tr band and inflated to 15ml. The sheath was removed, and physician left room. During clean up and patient transfer scrub nurse noticed some oozing and inserted an additional 2ml, that appeared to stop the bleeding. While leaving procedure room it was noted that there was bleeding. Nurse held pressure until patient reached recovery bed. At that time physician came out to reposition band. Physician removed air and noted that only 10ml came out. At this time patient had developed a significant hematoma. The tr band was removed, and manual pressure was applied to stop bleeding. Other than hematoma, no report of further patient complication. The patient was stable and discharged. The procedure was successful. The estimated blood loss was less than 250cc.

Manufacturer narrative:
Patient identifier - requested, not provided as the facility does not share private patient information. Age & date of birth - requested, not provided as the facility does not share private patient information. Patient sex - requested, not provided as the facility does not share private patient information. Weight - requested, not provided as the facility does not share private patient information. Ethnicity - requested, not provided as the facility does not share private patient information. Race - requested, not provided as the facility does not share private patient information. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event.

Manufacturer narrative:
3004209178-2022-16790-1 a review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One tr band was returned for product evaluation. The returned sample included the final band assembly. The returned sample was subjected to visual analysis. Approximately 7ml of air was found in the balloon. No signs of damage or deformation was found on the returned device. Leak testing was performed. Approximately 18ml of air was inserted into the balloon. The balloon was then inserted into a water bath for approximately 30 seconds to check for the presence of air bubbles. No air bubbles were found, and device passed leak testing. The valve was deconstructed to check for the presence of damage or foreign matter. No damage or foreign matter was found. The complaint can be confirmed based on this possibility of a piece of foreign matter causing a leak and falling out later and the harm that occurred. The exact root cause of the failure experienced cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure modes & effects analysis (fmea).